Event description:
A female pt contacted lifecor customer support to report that she was sitting down when she heard a "crackling" sound. She started to look for what was making the sound when she began to smell smoke. The pt believed the smell was coming from her monitor, so she pulled the battery pack. The pt stated that the system felt hot to the touch. The pt's monitor, electrode belt, battery packs, and charger were replaced as a precaution.

Manufacturer narrative:
Device mfg dates: monitor - 01/2006. Battery pack - 01/2006. Battery pack - 11/2006. Electrode belt - 09/2006. Battery charger - 10/2006. Device eval summary: device evals of monitor, battery packs and electrode belt, and battery charger have been completed. The reported problem was confirmed. The cause of the reported problems (crackling sound, smell of smoke, and monitor felt hot) was a damaged resistor r46 on the defibrillator pca within the monitor. R46, which is the discharge resistor for the high voltage capacitors, and the sorrounding surface of the defibrillator pca were charred from overheating. A review of the downloaded data indicated the pt had experienced several recent arrhythmia sequences which resulted in charging of the high voltage capacitors and subsequent internal discharges of the capacitors. However, the number and timing of the internal discharges should not have damaged the r46. The root cause of the charred r46 cannot be positively identified but was likely a random component failure this is an unusual event. Battery packs passed all functional tests. Battery charger passed all functional tests. Electrode belt passed all functional tests. No adverse event resulted from the monitor failure. The pt rec'd replacement monitor, electrode belt, battery packs, and charger.